Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their blood glucose would go high 2-3 days after inserting the sensor. Customer treated their high blood glucose using the insulin pump.